Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 07/14/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. The skin reaction was described as bright red, raised dots, located on the right thigh. Due to the rash under the adhesive portion of the sensor, the patient went to the doctor and was prescribed steroid cream. Date of doctor visit was not provided. The affected area was treated with the prescribed steroid cream. No additional event or patient information is available. The sensor was inserted into the thigh. The dexcom g5 mobile system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.